Event description:
The customer reported a communications error. This error will prevent the system from booting to a usable state or result in a system lock up. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connector was evaluated and repaired. The system was tested and found to be working as intended and returned to service.